Manufacturer narrative:
The user reported receiving a low glucose alert on (B)(6) 2025 2:15 pm cst where user's sg was out of range and no bg was done at the time of the event. A review of the data management system (dms) data revealed that on 27-jan-2025 at 2:15 pm cst user's sg was out of range and no bg was entered. A review of the alert history revealed that the user did receive an out-of-range alert at 2:15 pm cst as user's sg value was below 40 mg/dl. The user did not seek medical treatment as they did not believe they were experiencing a low glucose event and hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance.an s4 case (B)(4) was created to address sensor inaccuracies at the time of the event. A review of the in-vivo data revealed that optical instability in 2 out of 4 glucose sensing areas during the reported time. This observed instability in these areas most likely contributed to the sg/bg mismatch at the time of the event. Around 29 jan 2025 the system adjusted and de-weighted the unstable areas. A review of the system post adjustment show better sg/bg values between jan 29,2025 - feb 28,2025).the user stated that they were not experiencing low glucose event and didn't have to take any actions. B4. Date of this report 25 april 2025. G3. Date received by the manufacturer? 25 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident user reported a low glucose out of range event on (B)(6) 2025 at 02:15 pm where user's sg was out of range and no bg was available at the time of event. After dms review it was confirmed that on (B)(6) 2025 at 02:15 pm user's sg was out of range and no bg was done at the time of the event. After dms review, we confirmed that the user received an out-of-range low glucose alert at 2:15 pm cst, no sg was available.the user didn't seek for medical treatment as he wasn't symptomatic. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.